Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the coupler rattled. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to chip on coupler unit, the coupler rattled. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had the plastic telescope connection seating broken off and the telescope and camera wobbled. This issue occurred during installation. There were no reports of patient involvement.